Manufacturer narrative:
DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for complaints with same catalogue number. Compatibility of components: the compatibility check could not be performed as only one product was reported. Review of reported event: event summary: it is reported that the patient fell and broke the femoral stem after 13 years in-vivo. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: the exafit stem is fractured at the neck region. The fracture has a fatigue type of failure nature which is indicated by the beach marks covering the fracture surface. The fracture originated from the anterior corner of impaction hole the rough fracture surface indicates a forced rupture. Moreover, the anchoring side of the stem shows scratches which most probably occurred during the revision surgery. Root cause analysis: the root cause of this failure can be identified as such that the geometry of the impaction hole at the neck of stem leads to a high stress concentration on one or both sides of the hole, resulting in a fatigue failure of the implant. Zimmer biomet recognized this design issue and actions were taken by modifying the shape of the impaction hole. The part was produced before the design change was in place. In early january 2003, zimmer initiated a design change including a modification of the impaction hole to allow the use of a standard instrumentation for impaction and extraction. This resulted in the introduction of a new design of the exafit stem in april 2003. Also during the same year 2003, there was a report in february 2003 of breakage of the exafit stem in january 2003. The root cause of the breakage was determined to be an impaction hole which resulted in a notch effect. The design change to the exafit stem described above addressed the root cause of the reported event at hand and therefore no further corrective action is required. The part of the case at hand was produced before the design change was in place. Zimmer will consider this investigation as closed, but will continue monitoring for similar incidents. Final statement: based on the given information and the results of the investigation, we could identify a root cause for this issue. We consider previously addressed design issue as root cause. Remedial action performed: in december 2009 a field safety notice was filed. The actual device exafit stem reported in this event, is not marketed in USA, but devices with similar characteristics (ms-30 stem) are marketed in USA, and therefore this report was filed. Zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a cemented exafit stem size 3.2 on the right side in 2002 (exact date unknown). The patient was revised on (B)(6) 2015 due to pain and breakage of the stem exafit after a fall. Since the exact implantation date was not reported, it will be entered as the first day of the first month of the year reported (2002).